Manufacturer narrative:
Dimensional inspection showed device met specification. The bipolar liner shows indications that it acted as a fulcrum, allowing the stem/head combination to dislodge. Device explanted between (date of dislocation and reduction) and (day pictures taken of explanted components).

Event description:
Pt had femoral head replacement surgery in 2006. The implant dislocated on eighteen days later. Closed reduction was attempted. During this reduction attempt, the femoral head dissociated from the bipolar head. Pt underwent revision surgery to replace dissociated head.